Event description:
An out-of-range shock impedance reading >150 ohms was reported on (B)(6) 2025 on remote monitoring. In-person postural and isometric testing on (B)(6) 2025 showed all normal and in-range values consistent with implant. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.